Event description:
Pt had degenerative joint disease and required a total hip replacement in (B)(6) 2008. It was revised in (B)(6) 2010 due to severe pain, acetabular cup slippage of 45 degrees and a right trochanteric fracture. Cup was replaced and screws were utilized. Wires were introduced to hold the femur together. Pt underwent physical therapy. She has scarring and a limp when ambulating. Her hip and buttocks are asymmetrical due to surgery. She uses a cane and has an unsteady gait while carrying packages.